Event description:
It was reported that during a lap colon procedure, instrument cut but did not staple correctly. Malformed staples. Took new instrument to complete the case. No further information is available. There were no adverse consequences to the patient.